Event description:
It was reported that the camera head does not display image and color correctly. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
No additional information received from customer.

Manufacturer narrative:
Three attempts were performed to obtain additional information, but no response was received from the customer. This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: b5, d8, d9, h2, h4, h6, h11 the device was not returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. The complaint was not confirmed due to no device return. Cause cannot be established due to no findings available. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.